Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 135mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test and rewind test. Insulin pump had constant motor error during basic occlusion test, due to corroded motor home switch. Insulin pump alarmed prime during prime, test due to moisture damage on force sensor. Insulin pump had a cracked lcd window, cracked case on the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)